Event description:
A pt was being prepped for a cardiac catheterization. A 50ml bag of angiomax was set-up as a primary on the pump module. The pump was put on a time delay. Within a minute, the entire bag was found infused. No pt harm. Devices will be sent back for investigation. No pt harm or medical intervention required. Customer states that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The device has been received and the eval is pending. A follow up report will be submitted with investigation results once the eval has been completed.